Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was seen by emergency medics who reported the patient's heart rate dropped to 30 beats per minute. It was noted that the patient exhibited wenckebach behavior. There was no further information given on this event. This pacemaker remains in service. No adverse patient effects were reported.